Event description:
During a laparoscopic hernia repair the oms20 jammed after reload. The kick off spring would not release the staple. A new oms20 was opened to complete the case.

Manufacturer narrative:
Visual inspections and results: articulation: yes; cartridge batch number: ckw0475; precock functional: yes; rotation: yes; staple count: 14; swivel: yes. Functional tests and results: cycled the instrument: yes; test cartridge batch number: na. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received in good physical condition. The instrument was examined, was found to be functional, and was cycled, fired, and properly formed the remaining 16 staples without incident. No conclusion could be reached as to why the reported instrument "would not release the staple" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.